Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump fluid in battery compartment as well as blank display. The customer¿s blood glucose was 123 mg/dl. The customer was assisted with troubleshooting. Customer states they were swimming and it appears water may had go in battery compartment and insulin pump was vibrating with the alarm led flashing. Customer states that they allowed it to dry and put in new battery and it had medtronic logo stay on screen and had led and vibration pattern come back on and it did not come on at all. Customer states o-ring was in place and free of debris. Customer states battery cap was not damaged. Customer reports after drying it out they inserted new battery and insulin pump came on initially but the after several minutes of insulin pump alarm led flashing and vibrating screen went blank. Customer states screen was still blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.